Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. The catheter was unable to be flushed through side flush port as the flush port was blocked. Catheter drip not functional. The original device was used to complete the procedure and no patient complications were reported. The device is expected to be returned for analysis. It was further reported that the event was discovered mid-procedure. The doctor removed the catheter after ablating in the left atrium so that they could create a post-map with a mapping catheter. It was observed that one of the pulmonary veins was still connected, so the physician needed to go back in with the farawave catheter. When the physician went to re-insert the catheter, it was noticed that the catheter wasn't dripping. The physician opened the flush, but nothing was coming out. Flush port was blocked. The rep is unsure if this issue was present upon opening the packaging. After the issue was discovered, the catheter was replaced and they completed the procedure with a new catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. The catheter was unable to be flushed through side flush port as the flush port was blocked. Catheter drip not functional. The original device was used to complete the procedure and no patient complications were reported. The device is expected to be returned for analysis.